Event description:
In 2006, a pt was treated for a descending thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. Calcium in the external iliac artery would not allow for advancement of the gore introducer sheath. An unplanned conduit was used to continue with the procedure as planned. The pt is reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.